Event description:
It was reported that the pt began experiencing seizures at night. Info received indicates that the pt's overall seizure count has not increased, however; he typically does not have seizures at night. No add'l info is available as the pt's treating physician has not examined him to date.